Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that plaintiff alleges failure of the rejuvenate hip that was implanted. Allegedly, diagnostic workup, including a three-phase bone scan conducted on (B)(6) 2012, revealed the absence of device loosening or infection. Further diagnostic workup, including magnetic resonance imaging (MRI) conducted on (B)(6) 2012, revealed the existence of a significant fluid collection about the hip prosthesis. Plaintiff underwent a revision surgery on (B)(6) 2012. During that surgery, it was discovered that, in fact, there was significant evidence of heavy metal toxicity including a large pseudotumor formation and soft tissue necrosis at the proximal femur.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received, it will be reported on a supplemental report.